Manufacturer narrative:
The local area sales representative was contacted for additional information regarding model/sn and implant date of this lead. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the pacemaker this right atrial (ra) lead is connected to, recorded a signal artifact monitoring (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal on the right atrial channel. In addition, high out of range pacing impedances were observed on the sam episode. An additional sam episode was recorded, triggered by noise. Technical services (ts) discussed the noise was likely myopotential. This resulted in inappropriate atrial tachy response (atr) episodes. The physician has already evaluated the ra lead status and reprogramming was performed. This pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information regarding the model/serial number of this lead has been requested.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding model/sn and implant date of this lead. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the pacemaker this right atrial (ra) lead is connected to, recorded a signal artifact monitoring (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal on the right atrial channel. In addition, high out of range pacing impedances were observed on the sam episode. An additional sam episode was recorded, triggered by noise. Technical services (ts) discussed the noise was likely myopotential. This resulted in inappropriate atrial tachy response (atr) episodes. The physician has already evaluated the ra lead status and reprogramming was performed. This pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information regarding the model/serial number of this lead has been requested.